Manufacturer narrative:
Correction e4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had resistance met at femoral artery and coronary artery disease preventing successful delivery of impella. Patient anatomy or condition prior to therapy: the cause of the issue was most likely patient condition related. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with coronary artery disease had an attempted impella placement. The pump was opened and attempted to be used, but was aborted due to the patient's cardiac anatomy.